Manufacturer narrative:
(B)(4). Date sent: 11/9/2020, batch # t5dg2m. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60d fully fired reload loaded on the device. In addition another gst60d reload was received fully fired, with the pan detached from the reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoid colectomy the doctor fired the stapler across the colon. The device fired as expected and when the second reload was placed in to the stapler it would not seat. The metal piece from the first reload was still in the stapler. The surgeon was able to remove the piece from the stapler and put the second reload in to the stapler and the procedure was completed with no patient consequences.